Event description:
The customer reported they did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level, as it did not exceed the specified range. The customer resolved the issue themselves by changing the infusion set and cartridge, successfully resuming their insulin therapy.